Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was noted to be exhibiting high and rising impedance and thresholds over the last year. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.